Manufacturer narrative:
"Customer was reported to have a bladder infection. This condition may impact the performance of the assay." Should not have any reference to a bladder infection. Customer was not reported to have a bladder infection.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets release criteria. The product performed as expected. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. The customer was reported to have a bladder infection. This condition may impact the performance of the assay. The customer was reported to be anemic with a hematocrit below 30%. This condition may impact the performance of the assay. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant low inratio value. (B)(6) 2015 inratio = 0.9; lab=2.04 time between tests one hour. Patient's therapeutic range 2 - 3. No reported adverse patient sequela. No additional information provided.